Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/08/2019.

Event description:
The customer reported a ventilator with an alarm led failure. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this event.

Manufacturer narrative:
Date rec¿d by MFR : 05dec2019. The manufacture's international service engineer replaced the power switch overlay to resolve this issue. The determination could not be made that the device failed to meet specifications. There is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.